Manufacturer narrative:
Article: bachier, carlos, et.al. (2012). High white blood cell concentration in the peripheral blood stem cell product can induce seizures during infusion of autologous peripheral blood stem cells. Biology of blood and marrow transplantation, 18, 1055-1060. Investigation is in progress. A follow-up report will be provided.

Event description:
During a review of an article in the journal, biology of blood and marrow transplantation,terumo bct became aware of an adverse event that occurred upon infusion of autologous peripheral blood stem cells (pbsc). The patient had pbsc collected on cobe spectra, and upon infusion, experienced a seizure. It is unknown at this time if medical intervention was necessary for the event. The white blood cell count of the pbsc product was at or above 590x10^3,per the article the patient was reported to be fully recovered after a postictal state with no further neurologic recurrence. The patient information, outcome, and procedure details are unknown at this time. The incident date is unknown at this time, but the study stated the dates were between january 2006 and july 2009. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the journal article itself states : "seizures as a complication of the autologous peripheral blood stem cells (pbsc) are rare" and complications during infusion of thawed autologous stem cells are mostly related to side effects of dimethyl sulfoxide (dmso), and volume infused at the time of infusion. The etiology of seizures in these patients is poorly understood."per the article, with the intent of evaluating a causative factor for the seizures, patients underwent imaging studies, electroencephalogram, cerebrospinal fluid analysis, electrolyte analysis,arterial blood gas analysis, and evaluation of medication history; no causative factors were found. The handbook for therapeutic apheresis states the overall incidence of transfusion reactions has a frequency of 1.6%. Furthermore, severity is greater in acutely ill patients. The customer was unable to provide a lot number for the collection set or a serial number for the machine used, therefore a device history record review could not be performed for the collection set lot. All lots must meet acceptance criteria for release. A checkout of the machine could also not be performed. Root cause: root cause of the patient reaction remains undetermined at this time. Possible causes include but are not limited to:- sensitivity to dmso- patient physiology

Event description:
Per the customer, the patient data for this incident is unavailable.

Manufacturer narrative:
Additional investigation: per the article, all patients fully recovered with no further neurological sequel. Per terumo bct's medical review, the device did not cause or contribute to this incident.